Event description:
It was reported that the customer experienced a low blood glucose displayed as ¿low¿; however, a specific value was not provided. Customer consumed glucose tablets to address bg. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.